Event description:
A male pt with a history of previous CABG in 2006, hypertension, family history of coronary artery disease and myocardial infarction had a 3.5 x 33 cypher stent implanted in the proximal right coronary artery (rca) in 2007. Three days later, the pt experienced a non q-wave myocardial infarction (mi) related to the target vessel requiring a coronary intervention. Angiography revealed peri-stent restenosis of the target vessel. Pt was treated with a 2.5 x 13mm cypher stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.